Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced red heart, low speed, and pump stoppage events. Driveline fault alarm was also noted. The patient reported that the events occurred while connected to the power module patient cable. The patient was able to resolve the alarms by switching to battery power. The events recorded could not be reproduced by the manufacturer during an on site evaluation with manipulation of the external portion of the driveline or by patient movement. Suspected driveline damage was reported. It was recommended to replace the system controller as a precaution. The patient was instructed to remain on batteries by the vad center. No further information is available at this time.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.